Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture, decreased sensing, high pacing impedance and fracture were observed on right ventricular lead during analysis. The physician capped and replaced the lead on (B)(6) 2019. The patient was stable post procedure.